Manufacturer narrative:
The technician tightened the power cord wire plugs to repair the bed.

Event description:
Information received indicates, the bed has a high ground resistance reading due to loose wire lugs on the power cord plug.